Manufacturer narrative:
Per evaluation from the manufacturer: during the technical inspection, the customer's error description was confirmed. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the led not working. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported there is no light when the device is plugged in. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).